Event description:
The customer initially reported that their device was showing a charge-pak icon. After an evaluation of the device, it was observed that there was internal electrical leakage which can deplete the internal hlc batteries. This leakage could lead to the device not being able to power on to deliver defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported device issue. Physio determined that the cause of the reported issue was electrically leaky filters, designators fl9, fl10, and fl11 from the analog pcb assembly. The customer received a replacement device.